Manufacturer narrative:
(B)(4). Date sent: 06/08/2017. Batch # m55x4x. Additional information was requested and the following was obtained: please explain how the result of the firing was ¿untidy.¿ this is not clear. Stapler malfunctioned when fired. Were there any staples missing from the staple line? Stapler was malfunction when fired. What was the shape of the deployed staples (b-formation, irregular, legs straight)? The doctor was not aware of the shape deployed (whether it¿s b-formation or other) as he was focused to cope with the bleeding. Was the cut line complete? Yes, the tissue was cut but the stapling result was a mess/untidy. It was reported that ¿manual hecting¿ was performed to reduce bleeding. Does this mean that manual suture was performed? If no, please explain what ¿manual hecting¿ means. Yes, it means manual suture. How much blood was lost (ml)? No information on the exact amount but it was estimated around 100cc. Did the patient require a blood transfusion? If yes, how many units were given? Blood transfusion prc 150cc was given to patient. Did the post-operative care change based on the bleeding? Patient is now in good condition and still under control post-op. The analysis results found that the ntlc55 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a "reseksi" sigmoid (duhamel procedure), when the doctor wanted to fire the device, he already arranged the position to pass anal canal. When the stapler was fired, the result was untidy and the stapler was a little hard to fire. It was seen like the result was malfunction, then the doctor did manual "hecting" to reduce bleeding happened.